Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from insurance company that male patient's right hip received thr in (B)(6) on (B)(6) 2009; depuy asr xl acetabular systems were implanted. Reportedly patient had been suffering aggressive painful for 2 years. According the doctor the recommendation revision was conducted on (B)(6) 2018 in (B)(6). We were informed that the product used in the revision surgery is zimmer product and the details of product ref is unknown. Update ad 20 feb 2020. English translation of chinese adverse event report form received indicating that the patient suffered from intermittent pain of the right thigh about two years prior to the filling of the report, with the pain aggravating by the end of 2018. The patient suffered from soreness, discomfort and limitation of motion after surgery. X-ray showed osteolysis. During the revision on (B)(6) 2018, there were findings of invagination of the acetabular prosthesis and loosening of the femoral stem.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in (B)(6)2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.